Manufacturer narrative:
It was reported that a patient underwent a left atrial appendage occlusion procedure with a nuvision ice catheter. The nuvision ice catheter manipulation was not functioning properly while in the body. The catheter folded over on itself on introduction and that is when they noticed the malfunction. They removed the catheter and the physician physically straightened it by hand and reinserted the catheter and mechanical steering was still not working. They continued through the case without replacing the catheter and directed the procedure with fluoroscopy instead of ultrasound. The case continued. The investigation was completed on 27-nov-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and deflection test of the returned device were performed. Visual analysis revealed no damage or anomalies on the device. The deflection test was performed and the device was deflecting correctly; however, it was not able to rotate. A manufacturing investigation was performed and revealed that there was insufficient dymax on the inner shaft when connecting the probe shaft terminal to the outer shaft, causing an incorrect rotation. An awareness session was performed to avoid the dymax issue. A manufacturing record evaluation was performed for the finished device number, and no internal actions related to the reported complaint were identified. The knotted catheter issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The rotation issue observed could be related to the deflection issue reported by the customer, the complaint was confirmed. The root cause is the manufacturing process. The instructions for use (IFU) states: to rotate the distal tip, rotate the tip rotation knob. Note that this knob has a detent feature at the neutral home position where the knob indicator feature aligns with the raised indicator feature on the handle. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201) were selected as related to the customer¿s reported ¿mechanical steering was still not working¿ issue. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. Investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201) were selected as related to the customer¿s reported ¿mechanical steering was still not working¿ issue. In addition, biosense webster inc. Analysis finding of the ¿insufficient dymax on the inner shaft¿. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿catheter folded over on itself¿ issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a left atrial appendage occlusion procedure with a nuvision ice catheter and the catheter folded over on itself. The nuvision ice catheter manipulation was not functioning properly while in the body. The catheter folded over on itself on introduction and that is when they noticed the malfunction. They removed the catheter and the physician physically straightened it by hand and reinserted the catheter and mechanical steering was still not working. They continued through the case without replacing the catheter and directed the procedure with fluoroscopy instead of ultrasound. The case continued. The manipulation not functioning properly issue was assessed as not MDR reportable. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The catheter folded over on itself issue was assessed as MDR reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 30-oct-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).